Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (prolene suture ) involved caused and/or contributed to the post-operative complications (failure of aortic repair, progressive degeneration or isolated calcification of aortic valve) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: ann thorac surg 2020; 109: 728-36; https://doi.org/10.1016/j.athoracsur.2019.07.025. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: results of pericardial patches in tricuspid and bicuspid aortic cusp repair this retrospective investigation aimed to define the durability of aortic valve repair using pericardium in bicuspid (bav) and tricuspid aortic valve (tav) morphology. Between 1995 and 2017, a total of 275 adult patients (n=238 men, n=37 women; mean age: 53 years) underwent aortic valve repair in which patch material were used with either bav or tav morphology were included in the study. During the repair, the patch was trimmed and inserted into the tissue defect using continuous polypropylene sutures (prolene 5-0 or 6-0) (ethicon). Complaint included failure of aortic repair and had reoperations (n=66) between 1 month and 12 years postoperatively. Of these patients, 37 were reported to be valve-related with progressive degeneration or isolated calcification of the aortic valve; while 29 were patch-related (i.e. There was only calcification, degeneration, or rupture of the patch material). The results presented in the study showed that the aortic cusp repair using pericardium depend on valve morphology and cusp pathology. Mid- and long-term durability is reasonable in tricuspid aortic valve repair. In bicuspid aortic valve repair, valve stability is poor regardless of cusp pathology and repair technique.